Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that there was a charging fault. The fse evaluated the device on site. It was determined the battery needed troubleshooted. The fse unplugged and re-plugged the battery back in resolving the reported charging fault. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as unplugging and replugging in the battery resolved the issue. The reported problem was confirmed. The fse unplugged and re-plugged the battery back in resolving the reported charging fault. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.